Event description:
It was reported that an unknown patient underwent an paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve did not work properly causing leakage. It was reported that the valve of the vizigo sheath did not work properly causing leakage. The sheath was replaced. The procedure was completed without patient consequences. The sheath was not used on patient. The valve was leaking, and nothing was physically broken off. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve did not work properly causing leakage. It was reported that the valve of the vizigo sheath did not work properly causing leakage. The sheath was replaced. The procedure was completed without patient consequences. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. In another hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Due to the condition of the hemostatic valve, an internal action was opened. A device history record was performed for the finished device 50000035 number, and no internal actions related to the complaint were found during the review. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. The issue reported by the customer was confirmed. The odp (optimal performance guide), contains the following caution: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).